Event description:
The customer obtained false low na (sodium) results for 5 patient samples involving a unicel dxc 600 synchron system and the results were reported out of the laboratory. The customer noticed the issue with low na results and samples were repeated. Six na results were amended and reported out of the laboratory but the difference for one sample was within assay precision claims. There was no injury or change in patient treatment in connection with this event. Beckman coulter field service engineer (fse) examined the flowcell and found cracks around the na electrode port. The fse replaced the flowcell and instrument was verified per established procedures.